Manufacturer narrative:
Study report. The rx accunet embolic protection device lot 8120551, is being filed under manufacturer report number 3004742046-2009-00047. Evaluation summary: the stent remains in the patient. The lot number was provided. The rx acculink stent is an open cell stent strut design that allows for independent ring expansion. The vessel was reported to be heavily calcified which may have obstructed a ring from full expansion in comparison to the adjacent stent rings. This would lead to the appearance of the reported "fish scaling" on the stent. The available information does not suggest that there was a device quality issue but rather the procedural circumstances of the case contributed to the event. Additionally, a cd with angiographic runs and still images was provided and reviewed. Contrary to the reported compression of the proximal segment of the acculink stent, it was determined that the distal end of the acculink stent was invaginated. During manufacturing, the rx acculink stent is 100% visually inspected. A review of the finished device lot history record did not reveal any non-conformities which would have contributed to this event.

Event description:
Device malfunction: difficulty recovering the filter. Symptoms / ae: placement of a second additional stent. Time of malfunction/ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, there was difficulty retrieving the embolic protection device. Neither the "shapeable tip design (rc1) or the "low profile flexible" design (rc2) could pass through the open cell design of the rx acculink stent due to 'fish scaling' in the mid portion of the stent. Multiple patient maneuvers were attempted and several other devices were attempted to help pass the retrieval device through the stent, but all were unsuccessful. An xact stent was then placed inside the 'fish scaled' portion of the stent allowing rc2 to cross through the stent and successfully capture the filter. It was also noted that there was some invagination of the proximal end of the rx acculink stent, although angiographically there appeared to be patency of the vessel with no evidence of distal embolization, slow flow or spasm. There was no adverse patient sequelae reported. One day post procedure, the patient was discharged to home.